Event description:
Claimant rented unit from (B)(6) in (B)(6). In (B)(6), while at hospital, the wheelchair struck concrete causing plantiff to bounce forward and claims seat belt broke causing him to fall out.

Event description:
Claimant rented unit from dw auto in (B)(6). In may, while at hospital, the wheelchair struck concrete causing plantiff to bounce forward and claims seat belt broke causing him to fall out.

Manufacturer narrative:
The model number, serial number, manufacture date, and the device itself are not available at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Claimant rented unit from dw auto in (B)(6). In (B)(6), while at hospital, the wheelchair struck concrete causing plantiff to bounce forward and claims seat belt broke causing him to fall out.

Manufacturer narrative:
The common device name, model number, serial number, and manufacture date have been updated. The device is not available for evaluation at this time. Should the device or further information become available, a follow-up report will then be submitted.

Manufacturer narrative:
Representative from pride reviewed product and confirmed it was a pride chair. The unit was abused and broke on one side with a strange substance on broken clamp.